Manufacturer narrative:
After battery installation, the insulin pump alarmed open book critical error due to corroded electronic assembly. The motor assembly found corroded per visual inspection. The insulin pump failed leak test, the insulin pump leaked at the case. The insulin pump was received with cracked case on the back at the battery tube area keypad overlay and battery tube threads. The insulin pump was received with minor scratched lcd window case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen and the key sheet was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.